Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer¿s current blood glucose value was 101 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer stated treated low blood glucose with food. The pump was in use within 48 hours of incident. The customer was using auto mode feature at the time of incident. Customer alleges pump is over delivering as their blood glucose keeps going low. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further complications were reported. The insulin pump will not returned for analysis. Frn-332a-rsvr, unomed inf set.